Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test failed on clockspring fiber. Once testing was completed, the clock spring fiber was aba tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the clockspring fiber was found to be the root cause of the reported event. The probable root cause is attributed to communication errors caused by a faulty rolling loop fiber cable located within the usm.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) for phone assistance regarding the universal surgical manipulator (usm) 1 faulting. The customer was able to continue the surgical procedure. The customer did not recall the reported error. The customer also mentioned that reported event also occurred on (B)(6)2025. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint but still replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.